Event description:
It was rpeorted that while treating a "cto" lesion, the distal part of the guide wire separated while trying to position the cdc in the lesion. A separated segment was retrieved with another guide wire and a snare device. An unidentified radiopacity still remains in the patient. The patient is reported to be doing well.